Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found clavicle crush fracturing all five filars of the outer coil distal to suture sleeve. The cause of the reported events was due to fractured / separated outer coil consistent with clavicular crush.